Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va12494, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that during the procedure on (B)(6) 2016 there were out of range impedances. The doctor disconnected the implantable neurostimulator (ins) from the lead, wiped the electrodes clean, reattached, and still got out of range impedance readings. These steps were repeated twice more, for a total of three attempts. The doctor requested opening a new ins prior to addressing any possible issue with the lead. When a second ins provided the same impedance readings, the doctor decided it must be a result of an issue with the lead, so he removed the initial lead and replaced it with a new lead. After successfully placing the new lead, he attached the second ins and he got clear and complete impedance readings. The issue was resolved at the time of the report. The issue required a surgical intervention.

Manufacturer narrative:
Analysis of the lead revealed no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.